Manufacturer narrative:
(B)(4) section d4: no device details (lot#, UDI etc.) As these were not provided by the healthcare facility and the subject device was discarded. Method: the subject mr290v vented autofeed humidification chamber as part of the rt380 adult dual heated evaqua2 breathing circuit was not returned to fisher & paykel healthcare (f&p) for evaluation, as it was discarded by the healthcare facility. Our investigation is based on the description of events provided by the healthcare facility, previous investigations of similar complaints and our knowledge of the product. Results: the distributor reported that after ten days of use, the subject mr290v vented autofeed humidification chamber was leaking water from a hole at the bottom of the chamber. It was also reported that bisolvon was administered via the aerogen solo four times a day. Conclusion: based on the information provided by the distributor, and without the return or photographs of the subject device, we are unable to determine the exact cause of the reported event. As part of design validation and verification activities, all f&p healthcare products are tested to ensure they meet documented product requirements and specifications. These requirements and specifications encompass user needs, performance requirements, international product standards as well as quality system requirements. The mr290v vented autofeed humidification chambers are designed and tested to conform to iso 5367 breathing tubes intended for use with anaesthetic apparatus and ventilators. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v vented autofeed humidification chamber would have met the required specification at the time of production. The user instructions that accompany the rt380 adult dual heated evaqua2 breathing circuits state the following: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Do not use the chamber if the seals are not intact when received, or if it has been dropped. Ensure there is a water supply connected to the chamber and that water is present within the chamber. Appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient. Visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged.

Event description:
A distributor in japan reported on behalf of a healthcare facility via a fisher and paykel healthcare (f&p) field representative that a mr290v vented autofeed humidification chamber as part of the rt380 adult dual heated evaqua2 breathing circuit was found to be leaking water from a hole in the bottom of the chamber after ten days of use. It was also reported that bisolvon was administered via the aerogen solo four times a day. There were no reported patient consequences.